Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40mg/dl. Customer consumed glucose tablets and juice to address the low bg. Reportedly, the customer alleged that the settings need to be adjusted. Recommendation was made to consult with healthcare provider regarding diabetes management.